Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for unknown indications for use. The rep reported that about a month ago this patient came in for a routine refill. The low reservoir alarm (lra) was occurring and they also were interrogating the pump with app version 2 for the first time. The rep stated the patient had been reporting hearing the non-critical alarm since then. The rep stated that they planned to have the patient come in next week to interrogate the pump. Additional information was received from the manufacturer representative (rep). It was reported that no troubleshooting had been performed. The pump alarming after refill was the result of a pending alarm at the same time as interrogating with the new software update. The pump continues to alarm. The patient opted to wait until their refill on (B)(6) 2024 to silence the alarm. The information was confirmed with the healthcare provider.